Event description:
Zimmer pin was being used to guide the remmer/drill and the pin broke while inside the patient. The broken pin was extracted and all parts were accounted for and no injury occurred.